Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related, due to the unintentional malposition of the sealing ring at the start of the aneurysm. The final patient disposition could not be ascertained due to a lack of medical records surrounding the event. A secondary procedure was to be scheduled, however, the status is unknown. There have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Device not available for return.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient was noted to be outside the indications for use; however, the physician elected to proceed with the case by placing stents in the renal arteries (snorkel-vent) in the presence of significant aortic angulation. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent. Upon additional ballooning using hand injection, extravasation was observed indicative of a potential rupture of the aorta. The patient was converted to open surgical repair and the stent graft explanted. The patient expired hours following the implant procedure.